Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4608 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer opened the seldinger kit during catheter placement and found a bifurcation at the distal end of the black portion of the introducer sheath. Therefore, the product was not used and another seldinger kit was unpacked for use.